Manufacturer narrative:
The reported event of data problem was confirmed. The error message of ¿unexpected device condition 1.1 has occurred¿ was noted at interrogation upon receipt. The error message noted indicates battery current is higher than expected for device and battery voltage was found to be at elective replacement indicator (eri) level. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A longevity calculation was performed found the battery depletion to be premature and showed the accelerated depletion of battery was due to high current in the hybrid. The anomalous component on the hybrid could not be determined.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. Post implant upon interrogation it was noted that the insertable cardiac monitor (icm) displayed an error message and the device cannot be restored. As a resolution the icm was explanted and replaced. The patient was discharged.